Event description:
Per the clinic, the patient experienced pain and poor performance with device; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2018 and the patient was reimplanted with another device.

Manufacturer narrative:
This report is filed on october 10, 2018. (B)(4).